Event description:
It was reported that undersensing during vt episodes were observed via merlin.net transmission. Patient received therapy in one episode and therapy was aborted in the next. The patient was symptomatic and transmitted the data via merlin.net once the symptoms subsided. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.